Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a tachycardia episode which appeared to be oversensing due to noise. It was further noted that the patient underwent an magnetic resonance imaging (MRI) that aligned with the electrocardiogram (ECG). The icm remains in use. No patient complications have been reported as a result of this event.